Event description:
Patient in reverse trendelenburg on surgery table, patient began to slide off operating room table. Bed would not work, unable to straighten. Procedure stopped and sterile ioban dressing applied. Patient moved from original operating room bed to another operating room bed. Complete new operating room set up opened. Surgical procedure resumed.